Event description:
Initial reporter indicated that system diagnostics performed in the operating room resulted in high lead impedance. The patient underwent lead surgery due to the reported high lead impedance. No patient manipulation or trauma was reported prior to the event and both system and normal mode diagnostics were within normal limits prior to surgery. Furthermore, the neurosurgeon reported the patient had been receiving shocking sensations near the neck area. Currently, the cause of the high lead impedance is unknown as everything was within normal limits prior to the surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.